Event description:
Procedure type: gynecological/urological. According to the reporter: reportedly, the patient underwent a surgical procedure. Allegedly, the patient experienced pain and injury.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol".